Event description:
Device 1 of 3. Ref MFR. Reports #: 1627487-2014-15225 and 15226. It was reported the pt experiences pain at the ipg site with stimulation off. The pain began after the pt underwent hip surgery. Diagnostic testing revealed low impedance readings on multiple lead contacts. X-rays of the ipg did not reveal any anomalies. Surgical intervention will take place at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.